Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 069 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/31/2016 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon power up. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Unrelated to the original complaint, the audio bolus button cover was found to be damaged. The bolus button was unable to be tested due to the cs 69 alarm at power up. The keypad was found to be peeling up at the base. The keypad was removed to inspect under the contacts and there was no contamination found under the contacts. There was visible rust inside the battery compartment. A leak test was performed and failed due to a battery compartment leak and pump case leak. The pump was opened and there was moisture found internally on the support bracket and battery canister. The battery compartment was found to be cracked. The pump case was also found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.